Manufacturer narrative:
The customer¿s report of the lipid infusion leaking between the nad hub to the microbore tubing was confirmed. No anomalies were observed upon visual inspection. Functional testing identified two leaks. One was a slow leak at the location of the connection between the set¿s female luer and the male luer side of the microclave connector on model 10014914. Leaking was also observed from the engagement between the smallbore tubing and the inlet port of the ped 1.2 micron filter on model 20129e. Visual inspection tests observed liquid movement between the outer wall of the tubing and the inner wall of the ped 0.2 micron filter¿s tubing attachment area, indicating a solvent channel (insufficient application of solvent during the manufacturing process) on model 20129e. There were no gaps at the engagement of the smallbore tubing of the set, and the inlet port of the ped 0.2 micron filter. The tubing remained securely attached following a ¿tug¿ test. Functional testing replicated leaking from both sets. Pressure testing replicated leaking only on model 20129e. The connection between model 10014914 and the male luer of the microclave connector was checked and it was observed that the connection between both components were not fully tightened. The set was disconnected from the male luer side of the microclave connector and was inspected under a microscope to determine if any damage was noted. No damage was observed on either component during inspection of the sets. The microclave was replaced by a lab (bd) maxzero connector and then by a bd male luer. The syringe flush tests and the pressure tests were repeated for both situations. No leaks were observed on the set when the bd components were connected to the bd female luer of model 10014914 which may indicate that there may be a slight incompatibility issue when this microclave was used as mating components with the bd component. Dimensional testing was within specification on both sets. The root cause of the leak on model 20129e was a solvent channel (insufficient application of solvent during the manufacturing process), creating a leak at the conection.

Event description:
It was reported that the lipid infusion leaked between the nad hub connection to the microbore tubing while infusing in the nicu. There was no report of harm.